Manufacturer narrative:
MDR 8021545-2024-00251-device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the belgium. On (B)(6) 2024, it was reported that the patient faced an issue with infusion set as tape was not sticking. The issue occurred with three infusion sets that lasted less than three days. No further information was available.